Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loss of range of motion could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: concomitants: unassigned 200-00-00 - knee item-misc. 1y174 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27. 2003487 02-012-41-4030 - logic tibia traptray cem sz 4f/3t. 2328678 02-010-01-0340 - logic femoral ps cem right sz 4. 24036 203-96-41 - (11-3974) stryker sys 6 90x13x1.27. 2403802 204-32-01 - fluted stem extension 11l x 12 mm. 2412646 204-70-00 - tibial stem ext. Screw. 2424057 201-78-15 - holding pin mini sharp point 4 pk. 2429368 200-02-32 - three peg patella 32mm. 2441662 201-78-81 - 3" trocar, mod. Hex 2pk. 2441666 201-78-81 - 3" trocar, mod. Hex 2pk. 26398 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2012. Approximately 7 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2020. The patient experienced pain, swelling, stiffness, loss of motion, weakness, and difficulty ambulating. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs allege that their knee or hip replacement device failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.